Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 7495-51, serial# (B)(4), implanted: 1992-(B)(6), explanted: 1994-(B)(6), product type extension, product ID 3888-28, serial# (B)(4), implanted: 1992-(B)(6), explanted: 1994-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient¿s spinal cord stimulation (scs) system never worked since implant. The patient stated their old system made things worse. Sometimes when the patient walked down the office at work the system would suddenly ¿kick on, on its own.¿ the patient got the system first before their pump. The scs never helped the patient, but the pump had saved his life. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.